Event description:
It was reported that the patient lost weight and the physician thought the device was at risk of coming through the skin but had not yet. The physician performed a procedure to reposition the implantable cardioverter defibrillator (ICD) under the muscle. The patient was stable.

Manufacturer narrative:
The device was returned and analyzed in the lab. The device was above elective replacement indicator (eri) when received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. No anomaly was detected.